Event description:
The customer reported to customer service that the transformer felt hot/smoked and produced an electrical odor. Customer said the adapter melted while plugged in. Stated there was smoke rolling out of it. There was no spark, flame, or injury.

Manufacturer narrative:
A replacement power supply was sent to the customer. In the follow up with the customer, he indicated that there was a burn spot on the cover of the transformer and inside the box it looked melted. He indicated this happened after his wife used it for the 2nd time. Customer indicated there was no witness of fire, spark or flame and there were no injuries sustained as a result of the issue. The product involved in the complaint was not returned for evaluation/investigation. Customer indicated they discarded it. Therefore, no conclusion can be made as to the cause of the event. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored.